Manufacturer narrative:
Concomitant medical products: fr995-27 tissue valve, implanted (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had severe tricuspid regurgitation and that right ventricular (rv) lead placement was difficult at the time of implant. The lead dislodged a few times during the case and then again at some point after the procedure. The lead was unable to capture at maximum output. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.